Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100874414 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: ((B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of infection and possible hematoma are a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of infection and hematoma were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the inflatable penis prosthesis (ipp) presented with infection and a possible hematoma. A surgical procedure was performed, and the device was removed and replaced. No further patient complications have been reported, and no additional information could not be obtained despite good faith efforts.